Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The coil remained implanted; therefore, is not available. The reported event indicated that the coil would not stay in the aneurysm and that the physician deployed a stent because the neck of the aneurysm was wide in nature. The procedure was continued by implanting the same coil without clinical consequences. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during coil embolization of a wide neck aneurysm located on the left posterior communicating artery (pcoma), the coil (subject device) didn¿t stay well in the aneurysm and dropped into the parent artery. The operator withdrew the coil into microcatheter and decided to place a stent first. After stenting, the coil was deployed successfully. No clinical consequences to the patient were reported.

Manufacturer narrative:
Subject device was implanted.

Event description:
It was reported that during coil embolization of a wide neck aneurysm located on the left posterior communicating artery (pcoma), the coil (subject device) didn¿t stay well in the aneurysm and dropped into the parent artery. The operator withdrew the coil into microcatheter and decided to place a stent first. After stenting, the coil was deployed successfully. No clinical consequences to the patient were reported.